Event description:
It was reported that the implantable neurostimulator (ins) was loose in the pocket and was "flopping around". It was noted that the ins had turned "upside down". The patient was told by the nurse to try putting tape on her chest to "hold it in place". The tape caused a rash and the ins was still very loose. It was noted that when the patient lead over the ins stuck out of the skin. The patient was seen by the surgeon's nurse and instructed to wear a tight shirt or an ace bandage of the device. The patient later went back to surgery and had the ins "tacked down". The patient did well, and everything was fine after surgery.

Manufacturer narrative:
.